Manufacturer narrative:
Additional information: b5, h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photos showed that some spikes were cracked. The reported condition was verified. It was noted that there was no spike on the effluent line, however, this line was connected to the rinsing accessory which has a spike. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment with a prismaflex m150 set, three spikes used for connection to the solution bags were found. It was reported there was no fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.